Manufacturer narrative:
Reportedly, the biomed found the units power cord was missing the holder bracket and the power cord was dislodged just enough to lose contact with alternate current (ac) . The ventilator ran on battery until depleted. The biomed found that the battery would not recharge after being depleted. The service engineer (se) replaced the battery. The se performed calibrations and extended self-testing on the device and all tests passed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, a 980 ventilator shutdown while in use on a patient. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
A battery was returned to covidien/ medtronic¿s product analysis. When the returned component was installed into a test ventilator for analysis the ventilator would not accept power from this battery when disconnected from wall power and would not charge the battery when connected to wall power. An alternate direct current voltage out of range was found in the diagnostic logs. An investigation was performed and the product analysis technician reported that the root cause was isolated to a short circuit in the battery. If information is provided in the future, a supplemental report will be issued.